Event description:
The company was informed that the pt's device was explanted due to infection. The pt was admitted to the hospital on (B)(6) 2013 and released on (B)(6) 2013. Advanced bionics is in the process of gathering additional info. Once additional info is received a supplemental report will be submitted.